Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12march2019. Customer troubleshot based on ts instruction and found the leak at the flow module. Customer replaced the flow module to resolve the reported issue. Unit was returned to service.

Event description:
Customer contacted technical support (ts) stating that unit failed the system leak test. The customer reported there was no patient involvement. Event date not specified; estimate used.